Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced device test failed, possible under delivery anomaly. The customer reported blood glucose value of 380 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-1812. Troubleshooting was performed. The auto mode feature/smartguard was active or not at the time of the event. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. High pressure test did not pass twice. No further patient complications were reported. Mmt-1812 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thump and carelink. No alarms or alert noted during testing. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube. Please see below for the boluses listed on the event date 01-jan-2025 in the pump history file. (B)(6) 2025 04:59:57.000. Normalbolusdelivered (220). Systemtime = (B)(6) 2025 04:59:57.000. Bolusprogrammingmethod: boluswizard (1). Bolusamountdelivered: 45000 (4.5 u). (B)(6) 2025 11:03:18.000. Normalbolusdelivered (220). Systemtime = (B)(6) 2025 11:03:18.000. Bolusprogrammingmethod: boluswizard (1). Bolusamountdelivered: 16500 (1.65 u) (B)(6) 2025 11:11:31.000. Normalbolusdelivered (220). Systemtime = (B)(6) 2025 11:11:31.000. Bolusprogrammingmethod: boluswizard (1). Bolusamountdelivered: 42000 (4.2 u). (B)(6) 2025 13:36:37.000. Normalbolusdelivered (220). Systemtime = (B)(6) 2025 13:36:37.000.. Bolusprogrammingmethod: boluswizard (1). Bolusamountdelivered: 51750 (5.175 u). (B)(6) 2025 18:13:49.000. Normalbolusdelivered (220). Systemtime = (B)(6) 2025 18:13:49.000. Bolusprogrammingmethod: boluswizard (1). Bolusamountdelivered: 31000 (3.1 u). (B)(6) 2025 23:53:11.000. Normalbolusdelivered (220). Systemtime = (B)(6) 2025 23:53:11.000. Bolusprogrammingmethod: boluswizard (1). Bolusamountdelivered: 60750 (6.075 u). Pump passed functional testing and no alarms or alerts noted during testing. Possible over delivery anomaly and device test failed were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.